Manufacturer narrative:
The insulin pump passed the displacement test, prime/compromised force sensor system, excessive no delivery test, self test, and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. We were unable to perform the basic occlusion and occlusion test due to the reservoir tube lip damage. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a completely broken off and missing reservoir tube lip o-ring, a cracked case near the display window corners, a cracked on display window, and minor scratches on the display window. It was noted the test reservoir does not stay locked in place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cosmetic damage on the insulin pump. Customer's blood glucose was 200 mg/dl. The reservoir compartment and ring are broken. Customer experienced some high blood glucose readings due to the reservoir not being blocked properly. Customer was advised that the pump has to be replaced.